Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported, episodes of post paced t wave oversensing were observed on the device. No intervention has been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.